Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer determined that the event was attributed to user error and was able to resolve the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that prior to a procedure the lights flickered on the machine and the setting changed on its own. Additional information has been requested, but none has been received to date.